Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator power driver on the gde is defective. Sometimes the unit will not fully turn on and if it turn on, it doesn't power certain areas like the lights on the front on the unit. The customer confirmed that there is no patient involvement.